Event description:
It was reported that a pt had a stroke after post-dilation with a 6.0x20 viatrac peripheral dilatation catheter. The pt has a history of left temporal occipital stroke in 2004, as well a chronic left frontal embolic stroke. Pt underwent lica carotid stent placement in 2005, and after deployment neuro checks were normal. After post-dilatation the pt became aphasic with right side hemipoaesis and after an angiograph and CT scan it was found negative for acute changes. The pt received reopro and was sent to neuro ICU for observation. Movement and speech are returning. The pt was not nerurologically intact prior to surgery due to the previous stroke. Clarification was received from clinical regarding the reported event. After post-dilatation was performed with the viatrac, it was removed from the pt and with the accunet still in place the pt suffered a stroke. It was thought the viatrac could have knocked loose some debris not caught by the accunet filter during post-dilatation, prior to it's removal that was not initially reported possibly causing the reported pt experience.